Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that, during procedure, the smoke pencil while on the holster the surgical team had noticed that the bovie was on and delivering energy. When it was took out it continued to deliver energy without the button being pushed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).